Manufacturer narrative:
Investigation: a lot number could not was not submitted for this complaint. Preventing our investigation team from conducting a device history review. Additionally, a sample could not be obtained for the purpose for the investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with needle stick injury. While retracting the needle after catheter placement, the needle pierced through the stylet which resulted in a needle stick injury.